Event description:
It was reported that a red alert was received due to high out-of-range (oor) shock impedances measuring 150 ohms. Several months ago, there was an oor shock lead impedance (sli) and the health care professional (hcp) increased the upper rate limit however, sli are still oor. Technical services (ts) informed there was a gradual rise in impedances and there has been no recent shocks. Ts recommended some troubleshooting options. The hcp will discuss options with the electrophysiologist. At this time, the rv lead remains in service. No adverse patient effects were reported.